Event description:
It was reported by service report that the fowler was drifting. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler. The unit was evaluated by the customer.